Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and a questionable elecsys pth immunoassay result from the cobas 6000 e 601 module. The initial result was 53 pg/ml and the repeat result was 78 pg/ml. The questionable result was reported outside of the laboratory. The reagent lot number was 53477701 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service representative found there was an abnormal measuring cell condition and performed preventive maintenance. All checks then passed. As the calibration and qc were within the acceptable range, there was no indication for a performance issue with the reagent or instrument. The analyzer alarm trace contained a procell short alarm. The investigation determined the issue was resolved by the service actions.